Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield ultra base unit ((B)(4)) was returned for evaluation. The reported complaint was confirmed. Unit received without adjustment wrench. Evaluation showed that the unit is out of adjustment. The shock cushion and 1/4 pin are worn. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
This is 1 of 4 reports linked to mfg report numbers: 3004608878-2021-00205, 3004608878-2021-00206, 3004608878-2021-00207. A facility reported that the mayfield ultra base unit (product ID (B)(4)) has an unstable locking mechanism. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.